Manufacturer narrative:
(B)(4). Medical products: series a pat std 37 3 peg catalog # 184768 lot # 826490; vngd ssk ps tib brg 16x63/67 x 16 catalog # 185066 lot # 767190; vg 360 univ pst fm aug 67.5x5 7.5x5mm catalog # 185345 lot # 196360; biomet tibial locking bar catalog # 141205 lot # 304250; integral revision 14x225mm rt catalog # 166044 lot # a113; vg 360 dst fm ag 67.5x5 rl/lm mm rl/lm catalog # 185305 lot # 101710; bmt splined knee stm v2 14x120 120 catalog # 148317 lot # 139980; zimmer round gigli saw blade catalog # 2808-02 lot # 64982256; zimmer round gigli saw blade catalog # 2808-02 lot # 64982256. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2021-03460. Not returned by hospital.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to painful patella and femoral loosening. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - medical products: vngd ssk 360 femur r 67.5 catalog # 185265 lot # 6030464. Series a pat thn 28 3 peg catalog # 184782 lot # 187960. Bmt gb knee stm 12x40 catalog # 148142 lot # 485110. Bmt gb knee stm 14x40 catalog # 148144 lot # 915370. Vngd ssk psc tib brg 12x63/67 catalog # 183862 lot # 427280. Bmt 360 tib tray 67mm catalog # 185202 lot # 723760. Bmt 360 tib sm cruciate wing catalog # 185650 lot # 712250. Thin osteotome blade 8mm catalog # 430052 lot # 471937. 1/8 quick rel drl sterile 2pk catalog # 32-486265 lot # 813530. 1/8 quick rel drl sterile 2pk catalog # 32-486265 lot # 813530. Multiple MDR reports were filled for this event: 0001825034-2022-01320. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The additional information received doesn't change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: proposed code mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will.

Event description:
No further event information available at the time of this report.